Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery. Customer's blood glucose level was 300 mg/dl. Contact was able to reload a cartridge successfully.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up supplemental report will be submitted.